Manufacturer narrative:
On 03-14-2023 the distributor reported the following additional information: a pump system check was performed, and the pump functioned normally. The pump operated as intended and no failure was identified. Due to the additional information reported, this event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.